Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a follow up, oversensing was noted on the right ventricular lead. No intervention will be performed and the patient is stable and will continue to be monitored.